Manufacturer narrative:
The main printed circuit board assembly was received into the carefusion failure analysis lab where the unit was installed onto a known good unit and powered on in service mode where the events log showed a transducer fault. A calibration of the transducer was performed. The unit was then powered on in operational settings where the unit immediately failed with a transducer fault. This failure is considered a known issue and has been addressed though an internal investigation.

Manufacturer narrative:
Carefusion complaint number: (B)(4). Carefusion has yet to receive the sample for investigation. Upon receipt of the sample an investigation will be performed and a follow-up medwatch will be filed. There has been no report of patient impact at this time. (B)(4).

Event description:
The customer reported the unit is displaying "xdcr fault" and is not ventilating. The customer performed trouble shooting and discovered the issue to be due to a failed eeprom. A replacement main pcb kit has been sent to the customer.